Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted photographs were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. An e-mail requesting the following additional information was sent on april 16, 2018 to the appropriate representatives. The availability of the affected product(s) (non-availability with a rationale), other reports (stickers), patient dob, weight, height, bmi and all relevant history. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). Other case of the same surgery (jammed instrument) captured in (B)(4). The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e adapter extractor) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that during impacting the distal revitan stem the revitan, rasp adapter with length markings got fractured. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): a concession was found that has no effect on the effectiveness of the product. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: fracture. Review of event description: a revitan rasp adapter (ref: 01.00409.501 lot: 10.543327) has been received for investigation. It has been reported that the striking plate of the adapter handle broke off during surgery on (B)(6) 2018. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: - visual examination: in general, the rasp adapter shows extensive signs of usage. The striking plate shows dents from the hammer on the upper and lower part of the plate. Along the adapter extensive indentations are seen from hammering, especially around the two boreholes where the crossbar is inserted. The adapter fractured at the thinnest wall thickness on the side of the borehole closest to the striking plate. The fracture surface indicates a fatigue fracture induced by the cyclically applied stress. There are two points for the initial micro cracking (crack initiation sites) on each fracture surface. Further, two crack propagation areas (fatigue zones) are seen based on the "beachmarks". The area of the final fast fracture, where a small fragment is missing, is in the middle of the two fatigue zones. Further, the polished surface around the crack initiation sites indicates a surface contact of the device after the fracture. Finally, there is deformation seen all along edge of the borehole between the two fracture surfaces. Based on this visual examination, the reported event can be confirmed. - measurements: to check whether the rasp adapter has correct dimensions, relevant characteristic according to the inspection plan were measured. Nevertheless, as the device was manufactured in 2010 and as it is highly deformed the following measurment might not indicate the state at time of production anymore. Characteristic no. 01 feature ¿diameter 12.20 mm +0.15 mm /-0.00 mm¿ -specification: max. 12.35 mm; min. 12.20 mm -measured value: 12.20 mm -conclusion: the diameter of the bore hole can be confirmed. Further the DHR indicates that all components met all specifications. - functional test: no functional test was performed as the striking plate is broken off. The instrument is beyond repair. Review of product documentation: - inspection plan : - characteristic no. 01 feature ¿borehole¿ with scope of testing: 100%. Means of inspection: caliper - characteristic no. 03 feature ¿surface characteristics¿ with scope of testing: 100%. Means of inspection: visual - characteristic no. 05 feature ¿aau q.26.252 hardening and tempering of 1.4021" with scope of testing: 100%. Means of inspection: visual root cause analysis root cause determination using rmw : - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance => not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient => not possible, according to material compatibility specification the material has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) => not possible, as no signs of corrosion are seen on the device. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as the device fractured it is possible that extraordinary high forces were applied in a repeated manner. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as the device fractured it is possible that extraordinary high forces were applied in a repeated manner. - instrument breaks or deforms due to off-label / abnormal-use => possible, as the device fractured it is possible that extraordinary high forces were applied in a repeated manner. Conclusion summary based on the returned product and the given information the complaint could be confirmed. The visual examination suggests that the device has been used extensively over a period of several years, as uncountable indentations are seen induced by hammering. The fracture surface indicates a fatigue fracture induced by the cyclically applied stress due to hammering on the striking plate or the crossbar. Especially, hitting on the crossbar induces bending forces on the handle. As the edge of the boreholes are highly damaged it can be assumed that the edgde was hit directly (without using the crossbar). Besides the device fracture no device malfunction was identified. Further, the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. As the device was manufactured in 2010, it is possible that the repeated application of extraordinary high forces due to hammering led to the fracture of the device. Therefore, based on the given information and the results of the investigation, we identified the application of repeated extraordinary high forces produced by hammering on the striking plate, the crossbar or directly on the adapter over a period of several years as a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).